Event description:
Boston scientific crm received information that this transvenous right atrial (ra) lead had become dislodged. This was evident per the chest x ray that was done. There were as of yet, no plans for surgical intervention to address this issue. There was no report of adverse patient symptom associated with this clinical observation.

Manufacturer narrative:
To date, information suggests that this medical device remains implanted. If new information becomes available, this report will be further evaluated and updated.

Manufacturer narrative:
Most recently, information was received that this ra lead was successfully reporsitioned in a surgical intervention to address the issue of dislodgment. There were no adverse patient symptoms as a result. If new information were to become available, this report will be further evaluated and updated.